Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury.

Manufacturer narrative:
Other text: b3: month and year are known, day is unknown. D4: expiration date, h4: unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.one device was received in used condition without the original packaging. No visual defects were detected. A functional leak test was performed, and the device passed the test. The complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken since the complaint was not confirmed.